Event description:
A review of the patient's log file revealed transient power cable disconnect, low power hazard, no external power alarms on (B)(6) 2022 at 0733 while tethered on the mobile power unit ac power cable. There was no interruption in pump support during these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Additional information revealed that there was no issue with the mobile power unit and the cause of the no external power alarms was due to the patient disconnecting both power cables.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, low battery alert(104) on (B)(6) 2022 at 05:10:00.000, replace battery alert on (B)(6) 2022 at 14:41:00.000, replace battery now alarm(11) on (B)(6) 2022 at 15:12:00.000 and power loss alarm(6) on (B)(6) 2022 at 15:29:07.000were found in the history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case, battery tube threads - cracked and cracked case-corner of belt clip rails. In summary, blank display and low battery alert were not confirmed, however cosmetic damage was confirmed, cracked case-corner of belt clip rails was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.